Manufacturer narrative:
The information for the additional common device name is as follows: d.2a. Common device name: intravascular administration set the information for the additional medical device type is as follows: d.2b. Medical device type: fpa a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set, the blood did not flow into tube and began leaking from the connection hub. This event occurred an unspecified number of times. No patient or user impact reported.

Event description:
It was reported while using the bd vacutainer® ultratouch¿ push button blood collection set, the blood did not flow into tube and began leaking from the connection hub. This event occurred an unspecified number of times. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to leakage during to injection/blood/urine collection as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of leakage during to injection/blood/urine collection. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.